Event description:
It was reported that there was a drug volume discrepancy at the pt's last refill. The 18ml of baclofen was aspirated from the reservoir, but the expected volume was 3ml. There was no pt injury or symptom reported in the event. At the previous refill in (B)(6), there was no drug volume discrepancy confirmed. A rotor study had not been implemented, but a catheter x-ray was taken, it showed no anomaly. The doctor had already scheduled the pt to have the pump replaced because the pump was used over 5 years, so doctor decided not to wait and just replace it due to the discrepancy.

Manufacturer narrative:
(B)(4).